Event description:
It was reported to nova biomedical that a consumer received blood glucose readings of hi when compared to another meter that read 72 mg/dl. The difference in the readings was considered to be clinically significant. The meter will be returned for evaluation.

Manufacturer narrative:
Nova biomedical has received the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.